Manufacturer narrative:
E1: facility name: (B)(6). One device was returned for repair. Visual inspection showed the downstream occlusion (dso) seal was torn and the upstream occlusion (uso) seal was worn. Service history shows the device has not been serviced in the past 12 months. Replaced the dso seal and the uso seal. Device passed all functional test after the repair. Review of the event history log was not applicable.

Event description:
It was stated that there was a line across the display, a cracked battery door, and the sensor seal is bubbling up. The product fault happened during testing. There was no patient involvement. Product analysis found a torn downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal.